Manufacturer narrative:
(B)(4).

Event description:
(Os 109.753). The dentist reported that 20 days after the dental implant was installed in intraoral region#19, it was verified its non osseointegration. A 30 ncm of primary stability was achieved and immediate load was not performed.